Event description:
The customer stated that a patient has been tested monthly as a follow up after surgery for biliary tract disease. The architect ca19-9 results have been erratic. The results generated were: (B)(6) 2012 - 143.3 u/ml; (B)(6) 2012 - 55.7 u/ml; (B)(6) 2012 - 226.4 u/ml; (B)(6) 2012 - 285.5 u/ml; (B)(6) 2013 - 87.7 u/ml, retest 97.1 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 18067m500. The testing met the acceptance criteria. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.